Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states,"dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03855 / 03856).

Event description:
Patient underwent a right shoulder revision 28 days post-implantation due to instability and dislocation. The humeral bearing and humeral tray were removed and replaced to a larger size.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
Patient underwent a right shoulder revision 28 days post-implantation due to instability. The humeral bearing and humeral tray were removed and replaced to a larger size.